Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing pain near the implant site. The physician believed that the implant was against the nerve and administered a trigger point injection at the site. Reprogramming was performed and the patient was reportedly doing well.